Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received for further inspection, so the root cause of the shield falling off cannot be confirmed. The plant will continue to track and trend such issues.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At 11:00 on (B)(6) 2025, while preparing supplies for a venous catheterization procedure, the charge nurse discovered that the cannula had separated from the needle on the closed-system venous catheter. The nurse immediately replaced it with a new closed-system venous catheter. After verifying the catheter's functionality, the procedure was successfully completed. No harm was caused to the patient.